Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the delivery of this transcatheter bioprosthetic valve, the inline sheath was inserted with slight resistance into a calcified vessel. Subsequently, a dissection developed at the right iliac artery. The valve was implanted successfully. The sheath was withdrawn and a peripheral graft was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.